Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose values. The customer stated that she had low blood glucose of 61 mg/dl, 43 mg/dl and was in the range of 20 mg/dl for the last few days. High blood glucose values were not provided. The customer treated the lows by eating carbohydrates and the highs by manual injection and changing the site. The customer complained about the insulin pump making unusual noises and stated that she was not receiving the amount of insulin the insulin pump said it was delivering. Troubleshooting was declined, and the customer requested the insulin pump to be replaced. The device will be replaced and returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or audio/beep, loud noise anomaly noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.